Event description:
It was reported that the device was used during a right colectomy. Three devices ripped. The case was completed with smaller size device. There was no adverse consequence to the patient. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.